Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and broken belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 500 mg/dl. The customer was advised to treat as per healthcare provider instruction. The customer was treated with needles. The customer stated that they are unable to exit the preparing to prime loop. Customer stated that the drive support cap is protruded. The customer was offered to troubleshoot for high blood glucose and said that he is fine. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.